Event description:
The complainant is an insulin dependent diabetic. He indicated that on or about 8/11 he "felt terrible and could hardly walk". He tested his blood surgar at 2:00 pm with the glucometer elite xl system and a result of 136mg/dl. Since he was not feeling well he called 911. Upon their arrival they tested his blood sugar and received a result of 40mg/dl. The time difference between readings and the method used is unk. The complainant was transported to the hosp where a blood glucose reading of 42 mg/dl was obtained. He was given sugar water and food and was released later that evening. A request to return the entire system for evaluation was made.